Event description:
It was reported to boston scientific corporation that a radial jaw 4 single-use biopsy forceps was used in a procedure in which the scope channel was damaged. Reportedly, there is a sharp metal fragment at the part of the forceps where the pullwire is attached. The scope damage was detected during reprocessing of the scope. There were no patient complications reported as a result of this malfunction.

Manufacturer narrative:
One device received with its original pouch, labeled with lot number 9005726. A visual examination of the returned device observed the needle is tilted; however, this failure does not cause damage to the scope. A functionality check found the device falls within all specifications for opening and closing, loop test, bite, and loop retroflex. A microscopic examination found the riveting, laser welding, clevis and cutters are also within specifications. The cause of the reported malfunction is unable to be determined. A review of complaint history for the returned device lot, found one similar complaint for this lot that was reported by the same customer.